Manufacturer narrative:
Section a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a - no patient contact with the device. Section d6b - explant date: n/a - no patient contact with the device. Section e1 - telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after opening the sealed box of a preloaded monofocal intraocular lens (iol), the surgical team noticed that the inner bag packaging was not sealed properly. There was no patient contact with the device. The procedure was completed using a back up iol. No further information was provided.

Manufacturer narrative:
Corrected data: upon further review, it was noted that section h6 was addressed inappropriately in the initial MDR report. Therefore, this supplemental filing is to correct section h6 coding change from sterility concerns to packaging 'code 2975' as the customer complaint was against the packaging specifically. The following section has been updated accordingly: section h6 - device code(s): 2975 - manufacturing, packaging or shipping problem. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.